Event description:
During transurethral resection of the prostate the plastic beak of the resectoscope sheath broke off the scope. Using flexible biopsy forceps, the beak was grasped and extracted intact.